Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of fluid volume overload, confusion, nausea and vomiting with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler and the adverse event. The initial reporter stated the patient was increasingly forgetful and would not complete treatment at times, disconnecting early. The pdrn stated the patient was receiving patient line blocked errors prior to the event, however, there is no reported documentation of this occurring. The nausea, vomiting and confusion was attributed by the pdrn to the patient¿s uncontrolled diabetes. Based on the available information a cause of the fluid overload cannot be confirmed, however, it is likely that the patient not completing treatment contributed to the fluid overload event.

Event description:
A contact for a peritoneal dialysis (pd) patient called fresenius technical support for assistance setting the patient up for dialysis and during the call, mentioned that the patient was in the hospital. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated that the patient was hospitalized on (B)(6) 2018 for suspected fluid overload. The patient additionally complained of confusion, nausea, and vomiting, which the pdrn attributed to the patient¿s history of uncontrolled diabetes. The pdrn could not confirm the cause of the suspected fluid overload and was awaiting the patient¿s discharge diagnosis. It was reported that the patient was to be discharged on (B)(6) 2019, but this was not confirmed. It is unknown if pd therapy was continued in the hospital or if any fresenius product(s) were used during hospitalization. Additional patient and event information was requested, but was not provided.

Manufacturer narrative:
Clinical review: additional information was received through email on 01/11/2019 from the peritoneal dialysis registered nurse (pdrn) and reviewed. Per the pdrn, the patient¿s fluid volume overload was never confirmed. No additional information regarding hospital course was available, however, the discharge date is now reported as (B)(6) 2019 and comorbidities are listed as type 1 diabetes mellitus, hypertension and hyperlipidemia. The information received does not change the conclusion of the initial clinical investigation. Should additional information become available, the need for a clinical investigation will be reassessed. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A contact for a peritoneal dialysis (pd) patient called fresenius technical support for assistance setting the patient up for dialysis and during the call, mentioned that the patient was in the hospital. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated that the patient was hospitalized on (B)(6) 2018 for suspected fluid overload. The patient additionally complained of confusion, nausea, and vomiting, which the pdrn attributed to the patient¿s history of uncontrolled diabetes. The pdrn later stated that the fluid overload was not confirmed and was awaiting the patient¿s discharge diagnosis. It was reported that the patient was discharged on (B)(6) 2019. It is unknown if pd therapy was continued in the hospital or if any fresenius product(s) were used during hospitalization. Additional patient and event information was requested but was not provided.